Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during the investigation, a review of the black box showed no history of a communication alarm. A "communication " alarm was not duplicated during investigation. Investigators were unable to adequately investigate the "communication" complaint due to the inability to complete a load step and to run a 24 hour basal program due to damage covered in another complaint.